Event description:
Several of the thoracentesis 2 way valves would not work at the suction or injection site. This causes the physician to have to take compensating measures while holding the needle in place. This increased the risk to the pt. Eval of returned samples justified the complaint. Four out of the 8 tested samples did not work either at the suction or injection site. From the analysis of the defective samples, it was concluded that the cause for the malfunction of the thoracentesis valve was a defective assembly of the duckbill. As a result, a number of mfg changes were made, including a 100% auditing of valves.